Event description:
Customer reported the keyboards cannot be used and there are minor problems with vascular imaging. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and loaded software. System operates as intended.